Event description:
The customer reported seeing smoke and a spark from the power cord on the 840 ventilator. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power cord. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).